Manufacturer narrative:
The insulin pump was received with intermittent buttons response and button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 104 mg/dl. The customer stated that they were unable to clear the alarm with the escape and act buttons. The product was returned for analysis.